Event description:
Additional information was received that reported in 2009 when they put the pump in the patient only had baclofen but then the patient went to a different healthcare provider in 2013 who put who also put morphine in the pump to assist with the pain because the oral pain pills weren¿t working. Per the patient in (B)(6) 2015 because of the morphine, concentration was unknown, dose at 5.8mg/day and baclofen, concentration not reported, at ¿1288 or something¿ per day the patient went into a coma/overdose on a weekend and was out of it. That following monday the healthcare provider cut the dose in half and the patient¿s issue resolved.

Event description:
Additional information was received from a healthcare professional and it was reported that the patient was first seen by them on (B)(6) 2013. At that time, the patient was already on compounded baclofen (2100 g/ml at 961 g/day) being infused in simple continuous infusion mode for multiple sclerosis. On an unspecified date in 2015 the patient went to the ER (emergency room) with confusion. The pump rate was reduced and the issue resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Patient history included multiple sclerosis and intractable spasticity. The patient's mother reported that the pump gave out too much morphine and the patient overdosed. The cause of the overinfusion, troubleshooting/diagnostics, interventions, and patient outcome were not provided. Additional information has been requested but was not available at the time of this report.